Event description:
The event is reported as: the connector broke after its installation and at the time of connecting it to the ventilator. No report of pt injury.

Manufacturer narrative:
The sample was not returned at the time of this report. If the sample or add'l info is rec'd, a f/u report will be sent.